Event description:
It was reported that during a ladg procedure, the device didn't work properly even if it was new one. Cutting was not effectively done according to the nurse. Not noted how case completed. No patient consequence.